Event description:
It was reported that cine run on the 9600 system would not save correctly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Files were removed and reloaded during the service call. The system was tested and found to be working as intended and put back into service.